Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 422 mg/dl due to the infusion set coming apart when they were preparing to insert it. They treated the high blood glucose with a bolus from the insulin pump. The customer declined troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.